Manufacturer narrative:
In f/u with the customer, she indicated that she was originally using the pump in style breast pump but changed to the freestyle because she did not like the pump in style with which she experienced bruising. She felt that part of the bruising was because she always used the tubing backwards and always used smaller breast shields. Once she corrected the tubing and the breast shield size, the pump worked better. However, she developed mastitis which required antibiotic treatment to which she responded well and the mastitis is resolved. With proper assembly by the customer and use of replacement tubing which was sent to her, the customer is no longer experiencing issues with the pump in style. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." The customer was not asked to return the pump, as the issue involved the tubing and breast shield and was resolved with replacement tubing and a larger breast shield. It cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues and will initiate a CAPA as necessary.

Event description:
The customer reported to customer service that she experienced low suction with her freestyle breast pump and bruising with her pump in style breast pump. She confirmed that with the pump in style breast pump, she was using too small of a breast shield and was connecting the tubing backwards. She didn't realize that she could use her other breast shields with the pump in style breast pump.